Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the mitral position. During the intervention, an interaction with the conduction system was observed. Device preparation was performed according to the instructions for use (IFU), with no concerns reported. The transseptal puncture was completed without issues, achieving an optimal high puncture and appropriate steering maneuvering, without interaction with cardiac structures. During the procedure, after crossing the valve in a closed position due to a small mitral valve area (mva) less than 3 cm2, the team attempted leaflet grasping. At this point, a progressive decline in the patient's heart rate was noted. No interaction with subvalvular structures or contact with the ventricle was observed. The patient subsequently developed asystole and required cardiopulmonary resuscitation (CPR). The device was immediately inverted and withdrawn from the ventricle and leaflets. Despite removal, asystole persisted, and a temporary pacemaker was placed. A second attempt was made with the same device. After crossing the valve, a gradual decline in heart rate was again noted (to approximately 50 bpm). The decision was made to exit the ventricle and disengage from the leaflets. Approximately one minute after device withdrawal, the patient again progressed toward asystole and was stabilized using the temporary pacemaker. A third attempt was performed, during which the procedure progressed successfully, the device was implanted, and no bradycardia or asystole occurred. As per medical opinion, the root cause of the event remains unknown. The temporary pacemaker was removed on the same day as the procedure, and no complications occurred afterward. Patient was in stable conditions.

Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Information updated/added to sections: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for device interaction with conduction system was confirmed with empirical evidence for the information provided. There was no allegation of a device malfunction. The transseptal puncture (tsp) was completed without issues, achieving an optimal high puncture and appropriate steering maneuvering, without interaction with cardiac structures. Patient was noted to have a small mitral valve area (mva) <3cm2. No interaction with sub-valvular structures or contact with the ventricle was observed. Asystole occurred during leaflet capture. There is insufficient information to help determine what contributed to this reported event. Therefore, a likely root cause is unable to be determined. Since no edwards defect was identified, corrective or preventive actions are not required.